Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance issue. Another lead was used to successfully to complete the procedure. No additional adverse patient effects were reported.